Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient developed a rash, inflammation, swelling, pustules, and pus under the sensor overlay patch. On (B)(6) 2025, they consulted a physician who prescribed a seven-day course of unspecified oral antibiotic medication. On (B)(6) 2025, they followed up with the physician who only checked the reaction site, and no other treatment was provided. On (B)(6) 2025, the patient had another follow up physician visit and was prescribed a topical antibiotic medication (bacitracin ointment) to help promote wound healing and the patient was advised to use chlorhexidine to prep the skin prior to future sensor insertions. At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.